Event description:
This lead was capped due to an unknown reason on (B)(6) 2004. The procedure took place at (B)(6) hospital with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).